Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Technical support instructed the caller to disconnect the tubing, adjust the t:lock, and deliver a bolus to resolve the blockage; however, the occlusion alarm recurred. It was determined that the blockage was in the cartridge. The customer then changed supplies as necessary and resumed insulin therapy successfully.